Event description:
I have used the dexcom g6 for several years with good results. It has literally been a life saver when I have been asleep and my blood glucose has dropped to a dangerously low level. I recently switched to the g7 with its promise that it was even better than the g6. Unfortunately, that has not been the case. Over 50% of the sensors I have used in the past 6 months have failed one way or another: giving bizarre readings that are nowhere near what my manual fingerprick tests have been, not starting all when inserting a new one, repeatedly having "sensor issue -do not remove sensor, wait up to 3 hours", and "sensor malfunction - remove sensor." Even with insurance, these things are expensive. And my insurance will not help pay for the other manufacturer's devices (freestyle libre" on the g6, I came to rely on its readings, because it was so accurate. Now I am getting alerts and alarms left and right, if they even pair to my phone and get started at all. I am very concerned that dexcom has said that they will be discontinuing the g6 in the next few months, so I will be stuck a) with the g7s that are nearly worthless, or just completely go without. I understand they have recently submitted for FDA clearance on the g8. I also understand that there are forces in motion actively working to take every piece of our federal government apart. So, I do know that it is the wild west out there, but I would suggest a recall of a great number of the g7 devices, if not all of them. And please oh please if you could fast track the g8, the diabetics of the world would rejoice. I wish you luck and prayers for the FDA to make it through the strategic removal of pretty much every government agency, and to be able to continue to help the people of american and internationally.